Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the ligation band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the ligation band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the speedband superview super 7 device was returned and it was found that the slack was taken up and the handle had evidence that the loop was secured to the post. It was found that the suture was broken and returned with six knots. Additionally, the handle was rotated 180 degrees until an audible click was heard. No other problems with the device were noted. The reported event of band unable to deploy was not confirmed. Investigation found that the slack was taken up and the handle had evidence that the loop was secured to the post. It was found that the suture was broken and returned with six knots. This most likely occurred when the physician removed the device from the scope. The handle was rotated 180 degrees until an audible click was heard. The ligator housing was not returned for analysis to identify any defect with the device. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. The most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable root cause is cause not established.